Manufacturer narrative:
Device lot number corrected from 0019883508 to 18078281. Device expiration date corrected from 10/31/2018 to 06/30/2017. Device manufactured date corrected from 10/25/2016 to 06/11/2015. Returned product consisted of an nc emerge balloon catheter. There was no guidewire returned with the device or stuck in the device. There was contrast in the inflation lumen. The shafts and hypotube were microscopically and visually examined. The balloon was tightly folded. There were numerous kinks throughout the hypotube. The exit notch was torn and the tip was damaged. The outer and inner shafts were not flattened, as reported. Because there was no evidence of any product quality deficiencies, it was considered likely that the additional damage was attributable to procedural factors. The guidewire used in the procedure was not received with this device. A .014¿ test guidewire was used for functional testing. The guidewire was able to be inserted through the tip and advanced out the exit notch with no issues or resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Product analysis did not confirm the reported event/damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending (lad) artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced to predilate the lesion at 12 atmospheres for 25 seconds. Following predilation, a stent was implanted. The device was again used for post-dilation, once at 16 atmospheres for 15 seconds and four times at 20 atmospheres for 10 seconds. However, it was noted that the wire lumen had flattened and it was removed together with the non-bsc guidewire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered.. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending (lad) artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced to predilate the lesion at 12 atmospheres for 25 seconds. Following predilation, a stent was implanted. The device was again used for post-dilation, once at 16 atmospheres for 15 seconds and four times at 20 atmospheres for 10 seconds. However, it was noted that the wire lumen had flattened and it was removed together with the non-bsc guidewire.